Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. The physician was dr. (B)(6). A call to technical services placed on (B)(6) 2013 states that several stored nsvt with noise on rv and shock egms. Patient is. Pacer dependent. There was inhibition of pacing greater than 2 seconds was noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).